Event description:
It was reported that the customer had a questionable tmx catheter balloon that would not inflate. It was reported that the event occurred during treatment but there was no injury to the patient. Ams has requested additional info.

Manufacturer narrative:
The catheter was returned and performed within specifications. The balloon appeared to inflate normally. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.